Event description:
It was reported that during set up, the dyonics 25 control unit was delivering an excess amount of fluid with the proper cannulas and settings. There was a smith and nephew back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found the p2 transducer failed pressure test. It is noted that the failure of the p2 transducer is the reason for irregularly delivering fluid. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Based on this investigation, the need for corrective action is not indicated.